Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, stat, intraperitoneal, discontinued on the same day) and amikacin injection (250mg, once daily, intraperitoneal, ongoing) for peritonitis. Five days after the event diagnosis, the patient was discharged from the hospital. The patient recovered from the events. Pd therapy is ongoing. No additional information is available.